Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed no damage or irregularity besides two kinks at the kink protector. The diameter of the outer shaft complies with the specification. After flushing, a 0.018¿ reference guidewire could be introduced with no unusual friction up to the kink at the kink protector. However, the kink was likely induced after the actual complaint event (e.g., during repackaging for the return shipment). Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (75 percent stenosis degree) in a moderately tortuous part of the mid sfa. The lesion could not be crossed with the device.